Event description:
During a laparoscopic cholecystectomy the surgeon noticed the gasket in the pts abdomen. He retrieved the gasket laparoscopically and completed the procedure without the gasket. There was no consequence to the pt.